Event description:
It was reported that (1) fng27 kit device was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the surgeon inserted a secondary port 512b into the pts abdomen. The blade safety shield bumped against cannula tip of the 512b and cracked a little piece that broke off. Once the cannula was removed from the umbilicus, the surgeon used a new 512b and preceeded with the case. There was no consequence to the pt.